Manufacturer narrative:
E1: initial reporter city, (B)(6).

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the catheter was advanced to the target lesion, the catheter was twisted when pullback was initiated. The device was removed without any problem. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the catheter was advanced to the target lesion, the catheter was twisted when pullback was initiated. The device was removed without any problem. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that imaging window is twisted. E1: initial reporter city, (B)(6).